Manufacturer narrative:
Concomitant medical products: bard ventralex (product ID: 5950008, lot number: unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced abscess, adhesions, and infection. Post-operative patient treatment included revision surgery and explant of mesh.